Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an eda and ligature procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, the alloys did not fire, causing difficulty in the case and bleeding in the patient. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an eda and ligature procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, the alloys did not fire. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2: correction: block b5 (describe event or problem) and block h6 (patient code). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing returned had seven bands attached to it, and the liagtor housing teeth were bent. Per media analysis on the provided photo, it showed that the bands overlapped. The handle had marks of trip wire, indicating that the trip wire was secured into the handle slot. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the ligator housing returned had seven bands attached to it, and the liagtor housing teeth were bent. It is possible that this problem when trying to deploy the bands, might have to do with the technique used by the physician or the way the device is being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle, and this made the bands feel difficult to be deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, could have also affected the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the speedband superview super 7 device was used after the expiration date and, per the speedband superview super 7 multiple band ligator instructions for use, "rotate inventory so that products are used prior to the expiration date on package label." The reported adverse event "hemorrhage, minor" was confirmed as an anticipated adverse event and it is noted in the adverse events section.

Manufacturer narrative:
Block h2: correction: block b5 (describe event or problem) and block h6 (patient code). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing returned had seven bands attached to it, and the ligator housing teeth were bent. Per media analysis on the provided photo, it showed that the bands overlapped. The handle had marks of trip wire, indicating that the trip wire was secured into the handle slot. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the ligator housing returned had seven bands attached to it, and the ligator housing teeth were bent. It is possible that this problem when trying to deploy the bands might have to do with the technique used by the physician or the way the device is being handled; perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle, and this made the bands feel difficult to deploy. The marks on the ligator housing teeth imply that the device might have been used with too much force in order for the teeth to get damaged, or perhaps this could be attributed to the way the physician was entering the device through the patient, making the teeth get damaged and also affecting the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the speedband superview super 7 device was used after the expiration date and, per the speedband superview super 7 multiple band ligator instructions for use, "rotate inventory so that products are used prior to the expiration date on package label." Block h11: correction: block h11 (additional MFR narrative).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an eda and ligature procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, the alloys did not fire. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2: additional information: d4 (lot number) has been updated based on the return device received on september 24, 2024. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing returned had seven bands attached to it, and the liagtor housing teeth were bent. Per media analysis on the provided photo, it showed that the bands overlapped. The handle had marks of trip wire, indicating that the trip wire was secured into the handle slot. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the ligator housing returned had seven bands attached to it, and the liagtor housing teeth were bent. It is possible that this problem when trying to deploy the bands, might have to do with the technique used by the physician or the way the device is being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle, and this made the bands feel difficult to be deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, could have also affected the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the speedband superview super 7 device was used after the expiration date and, per the speedband superview super 7 multiple band ligator instructions for use, "rotate inventory so that products are used prior to the expiration date on package label." The reported adverse event "hemorrhage, minor" was confirmed as an anticipated adverse event and it is noted in the adverse events section.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an eda and ligature procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, the alloys did not fire, causing difficulty in the case and bleeding in the patient. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.